Manufacturer narrative:
Age at time of event: over 18 years of age. Device evaluated by MFR: the device was visually examined for any shaft or pod damage. Visual examination showed no damage to the device or shaft. Functionality of the device was completed by setting the device up per the directions for use. The device primed as designed. The device was functionally tested for a period of 2 minutes in the blades up and blades down modes with no issues or errors. The device was closely inspected for any leaking issues that the customer experienced and no leaks were noticed. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the device was leaking fluid from the shaft. A jetstream xc catheter, 2.1mm was selected for an atherectomy procedure. During the procedure, the user noted a break with leaking from the shaft on a portion of the device that could potentially have entered the patient. The plastic was also coming off. The device was exchanged for another of the same and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
A2 age at time of event: over 18 years of age. This correction MDR is being filed to update device evaluation findings. H6 evaluation result codes: initially reported 213 no device problem found and was updated to 4210 leakage/seal and 114 operational problem identified h6 evaluation conclusion codes: initially reported as 67 no problem detected and was updated to 61 unintended use error caused or contributed to event. Device evaluated by MFR: device was received and analysis completed by manufacturer. The device was visually examined for any shaft or pod damage. Visual examination showed damage in the form multiple kinking/buckling from the tip proximally to 91cm. There was damage and a leak on the infusion line at 92.5cm from the tip. Functionality of the device was completed by setting the device up per the directions for use. The device primed as designed. The device was functionally tested for a period of 2 minutes in the blades up and blades down modes with no issues or errors. There was a leak at the 92.5cm location. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the device was leaking fluid from the shaft. A jetstream xc cathether, 2.1mm was selected for an atherectomy procedure. During the procedure, the user noted a break with leaking from the shaft on a portion of the device that could potentially have entered the patient. The plastic was also coming off. The device was exchanged for another of the same and the procedure was completed. No patient complications were reported.